Manufacturer narrative:
The instrument was visually inspected under a microscope. There was no evidence of material defect or manufacturing error. The instrument was well used. The sku# was stamped on the instrument, therefore the instrument was manufactured prior to 1/24/2011. It cannot be determined why the tip broke. The instrument could not be repaired.

Event description:
The user facility reported during the cataract procedure, the very tip of the instrument (chopper) broke off in the patient's eye. The doctor was not sure if the tip was irrigated/aspirated out of the eye, so the patient was sent for an x-ray. As a result he thinks it was aspirated out. The bag was still intact. Additional information: it was confirmed the particulate was suctioned out and the patient had 20/25 vision on a follow up visit.